Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse / pain during intercourse"), menometrorrhagia ("unusual periods (irregular and prolonged menstruation)"), depressed mood ("she was no longer happy"), asthenia ("she was no longer energetic"), dysmenorrhoea ("severe menstrual pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: initially it was reported that essure was inserted on (B)(6) 2007 and plaintiff experienced severe and permanent injuries, not specified. The couple's level of sexual intimacy sharply declined as she suffered from frequent abdominal pain and bleeding. He said that he took on additional household duties as a result of his wife's temporary disability due to the implantation and the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were in place, fallopian tubes occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from legal department. Essure was inserted on (B)(6) 2007. On unspecified date hsg test was performed and confirmed that essure coils were properly in place and that her fallopian tubes were occluded. Plaintiff experienced unusual bleeding, pain and cramping, painful intercourse and unusual periods shortly after essure insertion procedure. On (B)(6) 2017 she underwent to a bilateral salpingectomy. Also her husband stated that she was no longer happy and energetic as she once was prior to essure implantation. She also experienced severe menstrual pain, irregular and prolonged menstruation, heavy and abnormal bleeding and abdominal pain. The couple's level of sexual intimacy sharply declined as she suffered from frequent abdominal pain and bleeding. He said that he took on additional household duties as a result of his wife's temporary disability due to the implantation and the removal of the device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.